Event description:
It was reported that the patient developed an infection at the pod infusion site while wearing the pod on the right upper arm for approximately 72 hours. The patient reported noticing a lump at the infusion site following pod removal and indicated that the lump appeared to contain fluid beneath the skin. Subsequently, the insertion site became red, warm, swollen, and painful to touch, and was described as cellulitis. The patient sought medical attention at pavilion surgery, brighton on (B)(6) 2026, where diagnosis of infection was provided. The visit lasted approximately 10 minutes. The pod associated with the event had reportedly been removed one to two days before medical evaluation and was not being worn at the time medical attention was sought. Treatment with flucloxacillin 500 mg for 5 days was prescribed. The symptoms reportedly improved but did not fully resolve, and the patient returned for a follow-up medical visit on (B)(6) 2026, during which a second 5-day course of flucloxacillin 500 mg was prescribed as continuation of care.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.